Manufacturer narrative:
Medwatch sent to the FDA on 09/22/2016 the reporter of the event was asked to return the product for analysis, and to indicate product serial number. The reporter indicated that they discarded the device. Device labeling addresses the event as follows: precautions: the physiological response of the patient to the presence of orbera may vary depending upon the patient's general condition and the level and type of activity. The types and frequency of administration of drugs or diet supplements and the overall diet of the patient may also affect the response. Each patient must be monitored closely during the entire term of treatment in order to detect the development of possible complications. Each patient should be instructed regarding symptoms of deflation, gastrointestinal obstruction, ulceration and other complications which might occur, and should be advised to contact his/her physician immediately upon the onset of such symptoms. Adverse events: it is important to discuss all possible complications and adverse events with your patient. Complications that may result from the use of this product include the risks associated with the medications and methods utilized in the endoscopic procedure, the risks associated with any endoscopic procedure, the risks associated with the orbera intragastric balloon specifically, and the risks associated with the patient's degree of intolerance to a foreign object placed in the stomach. Possible complications - possible complications of the use of orbera include: · intestinal obstruction by the balloon. An insufficiently inflated balloon or a leaking balloon that has lost sufficient volume may be able to pass from the stomach into the small bowel. It may pass all the way into the colon and be passed with stool. However, if there is a narrow area in the bowel, as may occur after prior surgery on the bowel or adhesion formation, the balloon may not pass and then may cause a bowel obstruction. If this occurs, surgery or endoscopic removal could be required. - gastric outlet obstruction. A partially-filled balloon (i.e., <400 cc), or a leaking balloon could lead to gastric outlet obstruction, requiring balloon removal. It is also possible for a fully inflated (400-700 cc) balloon to lodge itself in the gastric outlet causing a pyloric obstruction which can produce a mechanical impediment to gastric emptying. Gastric outlet obstruction may require surgical removal. The event of dehydration was reported in (B)(6) study and was experienced by 14% of the participants.

Event description:
Reported as: a patient with the orbera intragastric balloon had "been admitted to the hospital and a CT confirmed the balloon was in the antrum. She laid on her left side and the balloon moved back into the body." [Patient] received fluids, ensured labs were normalized and started a prokinetic. The physician wanted to get the patient rehydrated and continue on prokinetic and release her on liquids. The device was removed per patient request.